Manufacturer narrative:
D.3 common device name: flow cytometric reagents and accs. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: "very well thank you, in this case I have attached the evidence that the user has shared with me, both of her quality controls of the instrument (which indicates that sometimes they pass and other times they do not), as well as her controls and patient samples, where such behavior is observed. Indeed, there are erroneous results not only in the controls, but also in the patient samples (attached the reports), so it was preferred to stop processing samples with the equipment and send them to another laboratory for processing. It is important to mention that she is a new user, who from what she shared with us, has not received training, however she mentions that the results seemed strange to her and that when reviewing the patient history, she realized that it was not a problem with a sample, if not of repetitive behavior and that's when he decided to report it. I do not know if these results were shared with the doctors or patients, since that was not shared with me by the user."" Vih low cd3 counts.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: "very well thank you, in this case I have attached the evidence that the user has shared with me, both of her quality controls of the instrument (which indicates that sometimes they pass and other times they do not), as well as her controls and patient samples, where such behavior is observed. Indeed, there are erroneous results not only in the controls, but also in the patient samples (attached the reports), so it was preferred to stop processing samples with the equipment and send them to another laboratory for processing. It is important to mention that she is a new user, who from what she shared with us, has not received training, however she mentions that the results seemed strange to her and that when reviewing the patient history, she realized that it was not a problem with a sample, if not of repetitive behavior and that's when he decided to report it. I do not know if these results were shared with the doctors or patients, since that was not shared with me by the user"" vih low cd3 counts.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00091 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.